Event description:
It was reported that during a lap cholecystectomy procedure, the trocar penetrated the abdominal wall and remained loaded. The knife did not bounce back. The trocar fully penetrated the abdominal wall. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 08/08/08. Info anticipated, but unavailable at this time.